Event description:
At post op check, an echography found pericardial effusion. That night the patient became pale, vomited, had diarrhea and a traumatic fall. In the morning, the patient went to the toilet and had a cardiac arrest. She was resuscitated. An echography revealed cardiac tamponade. Drainage was performed, but blood pressure still decreased. A thoracoto- my was performed; perforation could not be visualized. The patient expired on (B)(6) 2010 due to multiple visceral failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.